Manufacturer narrative:
Insulin pump received with frozen screen and a constant audio alarm due to corroded lcd board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button/keypad unresponsive due to frozen screens. No damage noted on keypad traces. The keypad connector on lcd board was locked. Device had cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device was making a high pitched noise. Customer's blood glucose was 131 mg/dl. Buttons were unresponsive. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.